Event description:
The customer reported high blood glucose levels. The customer stated he was treated at the hospital for the high blood glucose and dehydration. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.